Event description:
It was observed that during the device evaluation, the videoscope had an intermittent flicker in the image and white foreign material in the air water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined for the white foreign material and the image issue was noted to be component failure over time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.